Event description:
The customer reported a corneal burn occurred. Multiple attempts were made for additional info and pt status. The customer declined to complete the questionnaire.

Manufacturer narrative:
The customer did not request service on the system. No further info was provided on the event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. The root cause of the pt event cannot be determined in this investigation.